Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported the cannula did not insert in the infusion site (arm). As treatment, an insulin pen was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed with the needle cap still attached to the bottom housing. The download data from the pod showed that an 0x5c alarm had been generated during the first priming sequence. Timeouts were observed in tandem with a failure of the rotational sensor to transition as expected, indicating that a complete drive stall occurred which caused the 0x5c alarm. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the soft cannula from properly inserting or contribute to a drive stall. The exact cause of the drive stall and subsequent alarm could not be determined. As the pod was received with the needle cap still attached, it was not expected for the cannula to deploy at that point and so the soft cannula did not deploy and properly insert.